Event description:
The following has been reported: touchscreen not responding. No patient harm. A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: mechanical hardware failure (screen, no input). Reporting due to referenced issue. No adverse effects were reported. The device was received back for investigation. Pump has cracked rear housing. Opened pump to find the touchscreen flex circuit disconnected from the main board despite the connector still being in the locked position. The o-ring was also found cut. Reconnected the touchscreen flex circuit and confirmed the touchscreen functionality was restored. Recommend returning device for repair. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.